Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump battery felt hot to touch. The pt indicated that after a low battery alarm occurred, she removed the battery and noted that the battery felt hot. The pt denied that the battery was leaking. She denied observing any cracks in the pump or moisture/corrosion in the battery compartment. She also denied any exposure of the pump to water. The battery cap was reportedly secure. The pt admitted that she does not always confirm alarms or warnings immediately. The pt was sent a replacement battery. The pt denied that the battery burned her or that she suffered an injury because of the alleged issue. Based on the info provided, this complaint is being reported due to the allegation that the pump battery felt hot. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The pt did not allege any harm or injury.